Event description:
Within 12 hours following placement of a percutaneous cecostomy catheter for utilizing suture anchor fixation, the patient exhibited signs of possible peritonitis. Patient went for exploratory surgery. Indications were inadequate securement of anchors, preventing consistent apposition of cecum and abdominal wall. Small amount of bowel content was noted outside the cecum. Percutaneous catheter and suture anchor were removed. Area was irrigated, cleansed and percutaneous entry to the cecum was sutured closed. Patient had an uneventful post operative recovery. Patient is doing well.

Manufacturer narrative:
Age of device is unknown as lot is unknown. (B)(4) - intended use, precautions is labeled per the provided IFU. Event is currently under investigation.